Event description:
Display-backlight failure device (device issue); no adverse event (no adverse event). Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient and no adverse event had been reported. A blank screen issue was reported to ikaria customer care. The reported stated they were too busy to troubleshoot. A blank screen issue was reported to ikaria customer case. The reported stated they were too busy to troubleshoot. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(6) 2015. Case comment: on (B)(6) 2015: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on (B)(6) 2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) confirmed the reported complaint of display blank. Review of the service log revealed several delivery failure (df) alarms due to backlight current below minimum. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).